Event description:
It was reported there was a damaged battery compartment. The device evaluation noted a lifted downstream occlusion seal.

Manufacturer narrative:
E1: phone ext. (B)(6). One device was received for evaluation. Visual inspection verified the reported battery compartment problem in addition to a lifted downstream occlusion (dso) seal. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.